Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and completed other, unrelated repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic) chip, designator u8.  When heated, ic chip u8 caused the unit to lock-up with a black screen. The removed sc pcb assembly was an ancillary part and there was no failure of the assembly.

Event description:
The customer contacted physio-control to report that their device had a blank display; however, the device appeared to complete the boot-up process and be otherwise functional. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed an intermittent device lock-up condition that could delay or prevent defibrillation if it were necessary.